Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient's device pocket never healed and a portion on the ra lead was left inside the patient. No additional adverse patient effects reported. The ra lead was explanted.